Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (hcp) via a distributor regarding a patient receiving intrathecal gabalon via an implantable pump for spastic cerebral palsy. It was reported that there was a pump pocket skin tear before opening. The physician communicated with the person in charge at the device distributor that on the morning of january 27, the position of the pump in a patient who had a pump implanted previously would be changed. A visit was made to attend this procedure. The physician mentioned that the pump was placed subcutaneously, but the skin over the pocket had become thin, posing a risk of it breaking open. Therefore, they planned to revise the placement from suprafascia to subfascia. Upon attending the pocket revision surgery and inspecting the condition, it was noted that part of the skin was discolored, and upon incision, the surrounding tissue appeared poor and suspicious, with a potential for infection. The physician took samples of the tissue and surrounding exudate for culture and bacterial analysis. During the surgery, results from the bacterial analysis of the exudate were received indicating that there were no bacteria such as staphylococcus aureus present in the fluid. Consequently, the surgery to revise the pump's placement continued, and the pump was repositioned under the fascia. The previous physician performed the pump implantation for this case, and it was believed that the pump was placed above the fascia because the patient was an adult. However, although the patient was of adult age, but had cerebral palsy, resulting in a body size more typical of a child, it was suggested that if the pump had originally been placed below the fascia, this current issue might not have occurred. The issue was resolved.